Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp monitor (ID 826820) with no value or error. Changed the probe several times. It is unknown if the issue is from the probe or monitor; however, it started with the new monitor.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Cerelink monitor was returned for evaluation; DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the technician reported that they were unable to duplicate the failure, monitor was functioning as expected. The complaint could not be verified through failure analysis. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.